Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/03/2014 ¿ (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump display screen was blank. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/18/2014 with the following findings: the pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen visual was blank: the reported issue was duplicated. The pump case was removed, and the display screen was observed to be cracked; this device failure directly caused the reported issue. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed.